Event description:
A medwatch report was rec'd from med ctr regarding an event that occurred with a fast-cath hemostasis introducer in 2001. The report states that a 10f and 6f sheath were inserted into the right vein by the physician during a diagnostic ep study. The physician met resistance while attempting to insert the catehter through the 10f sheath. While attempting to pull the 10f sheath back; a portion of the sheath sheared off. Under fluoroscopy, it was noted that the 6f sheath had punctured the 10f sheath. After 2 unsuccessful attempts to retrieve the sheath, it was noted that the sheath had migrated to the inferior vena cava. At that point, the physician was able to bring the sheath back down to the femoral vein by using a snare kit. The pt was then transferred to the operating room in stable condition where the sheath fragment was surgically removed. The pt is in stable condition. The physician stated that this event was not device related.